Manufacturer narrative:
The investigation has determined that higher than expected lactate (lac) results were obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products lac slides lot 3532-0108-9462 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros lac quality control results is most likely a suboptimal calibration. The calibration parameters from the day of the event of vitros lac reagent lot 3532-0108-9462 were atypical compared to the database values. After the parameters from a previous calibration event were restored, quality control results returned to expectations. The cause of the suboptimal calibration is unknown. The customer stated that they used a 3ml fixed pipette to reconstitute the calibrator fluids. The instructions for use (IFU) for vitros cal kit 1 recommends using either a class a volumetric pipette or an automated pipette due to the sensitivity of the reconstitution process in maintaining the accuracy of the products. No additional details on the customer¿s fluid preparation protocol were provided. Therefore, an issue related to the reconstitution process or the pipette used could not be confirmed nor ruled out as a contributor of the event. Based on historical quality control results, a vitros lac lot 3532-0108-9462 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros lac reagent lot 3532-0108-9462. Although precision testing was not performed on the vitros 5600 integrated system an instrument related issue is not a likely contributor of the event as historical quality control results were precise. In addition, the vitros lac reagent yielded acceptable qc results in combination with the vitros 5600 integrated system after a previous calibration was restored without any troubleshooting actions being performed on the instrument.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected lactate (lac) results obtained from non-vitros biorad quality control (qc) fluids using vitros chemistry products lac slides on a vitros 5600 integrated system. Biorad lot 45860 l3 results of 6.61 and 6.59 mmol/l vs. The expected result of 5.09 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros lac results were obtained from a quality control fluid and no results were reported from the laboratory. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).